Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during battery maintenance check following routine servicing the cardiosave hybrid intra-aortic balloon pump (iabp) displayed a fan error. There was no patient involved reported.